Event description:
Essure has caused hair loss, pain in my left side down into my leg, heavy periods, painful periods, painful intercourse. I shouldn't have been implanted because I only have one tube. This is a contraindication. I will be having a hysterectomy to remove in (B)(6).